Event description:
It is reported that the plate fractured during abduction.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed.